Manufacturer narrative:
The device was received partially deployed. The pink slide insert was only partially visible in the viewing window and the linkage assembly was observed in a partially deployed position. The formed needle was exposed out of the devices housing window in the exposed portion of the soft cannula. During removal of the top housing, the pink slide insert advanced past the catch beam, but the linkage assembly, slide retract and formed needle did not retract. Removal of the linkage assembly revealed damage to the linkage assembly and mechanism rail swage. The damage to the linkage assembly resulted in the needle mechanisms failure to retract following the deployment. The formed needle was observed to be bent. The distal tip of the soft cannula was observed to be damaged. The timing and cause of this damage could not be determined. An 0x18 alarm was generated, indicating the pod reached an empty reservoir. Inspection of the device confirmed the reservoir was empty. The device functioned as intended, alerting the user to change the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not retract, after wearing the pod on the abdomen longer than 48 hours, indicating a failure of the needle mechanism.